Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the had no cannula when inserted into the skin. Customer¿s blood glucose was 218 mg/dl at the time of incident. No troubleshooting was performed. Sensor is not expected to return for analysis.